Manufacturer narrative:
(B)(4). The reported patient effects of thrombosis and pain are known potential patient effects as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The additional two supera devices mentioned were filed under manufacturer report numbers 2024168-2016-01182 and 2024168-2016-01183.

Event description:
It was reported that post stent implant of bilateral supera stents to treat critical limb ischemia, the patient was implanted with 3 supera stents and presented with both sides stent thrombosis and in a 'bit of trouble' [pain]; treatment was thrombolysis and proximal stent extension with further percutaneous transluminal intervention using a non-abbott device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.